Event description:
Additional information was received from the rep. They reported that the surgery did occur as planned for (B)(6) 2021 however only the lead was removed and replaced with a new lead. The ins battery remained as it was decided that even though the wound opened near the lead, it didn't look infected. The device has not been returned as it was sent for gross ID per the hospital.

Manufacturer narrative:
Continuation of d10: product ID 978a128; lot# va2eej9; implanted: (B)(6) 2021; explanted: (B)(6) 2021; product type lead. Product ID 978a128; lot# va2eej9; implanted: (B)(6) 2021; explanted: (B)(6) 2021; product type lead. Ubd: 2023-02-08, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Outcomes attributed to adverse event: wound infection. Concomitant medical products: product ID: 978a128, lot# : va2eej9, implanted: (B)(6) 2021, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that there was a planned removal of the device due to an infection. It was communicated that small amount of drainage was seen at suture removal appt on (B)(6) 2021, so the patient (pt) was prescribed bactrim for 1 week. Then on (B)(6) 2021, the pt reported that the midline sacral incision has opened and the patient was concerned with infection. They reported pain and bloody discharge at midline sacral incision site. They took bactrim antibiotics as prescribed. The patient was scheduled to have removal of the device on (B)(6) 2021 and may be re-implanted 3-6 months after surgical would has fully healed. There were no device issues reported, and no further patient complications reported at this time.